Event description:
It was reported a vibratory alert was received. The patient received shocks the week before. Device interrogation indicated the device was in hardware back-up mode without hv therapy capability. During etp functions, the device could not be communicated with. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed that the device was in back-up vvi (bvvi) mode. The bvvi was caused by a power-on-reset that occurred when the device delivered hv therapy. It is believed that hv therapy was delivered into an anomalous lead. The lead was not returned for analysis.